Manufacturer narrative:
The zoll field service technician tested the thermogard xp ivtm system at the customer's site on 04/16/2019. However, the investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
Preventive maintenance for the console was performed at customer's site and during testing, tcmid: 02 (ce danfoss error) error message was reported.

Manufacturer narrative:
Preventive maintenance for the console was performed at customer's site and during testing, the thermogard console displayed tcmid:02 (cooling engine danfoss error) error message. The defective danfoss module was replaced to remedy the fault. Visual inspection was performed and noted no damage upon review. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4).